Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners messed up their teeth and made them worse than before they started. They will have to have their bottom teeth removed due to the aligners uprooting them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.